Manufacturer narrative:
This report is submitted on july 7, 2020.

Event description:
Per the clinic, the patient developed inflammation and a staph infection over the implant site, resulting in extrusion of the receiver-stimulator. The patient was treated with oral and IV antibiotics for a duration of 3 weeks; however, the infection did not resolve. Subsequently, the device was explanted on (B)(6) 2020. The patient has not been reimplanted as of the date of this report, (B)(6) 2020.